Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Event description:
The customer called technical support (ts) reporting that the device has an error code 1104 - backup alarm failure. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse confirmed that the central processing unit (cpu) board needs replacing for the prevention of the recurrence. The replacement was not done, the customer declined repair. It is unknown what the outcome of the repair was and no further information was given by the customer. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred. No parts returned. Based on the review of (alarm issue, backup-alarm failed), found during preventative maintenance which is outside clinical use and presents no direct patient harm. Risk level associated with this complaint is 0.